Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: aneurysm enlargement, component migration and endoleak.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aneurysm with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On unknown date, it was revealed that the aneurysm was enlarged due to a type ii endoleak. There was also a proximal type I endoleak. On (B)(6) 2017, the patient had a secondary intervention to treat the endoleaks. The lumbar arteries were coil-embolized to treat the type ii endoleak and an aortic extender component was implanted to treat the proximal type I endoleak. The proximal space of the aneurysm sac was also coil-embolized. After a post-ballooning, it was confirmed the type I endoleak was diminished but not resolved. The physician decided to take a wait-and- see approach and finished the procedure. It was reported that the proximal section of the device might have moved due to aneurysm enlargement and it caused lack of wall apposition resulting in the proximal type I endoleak.